Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch 15391316 was received for evaluation. Visual inspection revealed that the loop system was broken, resulting in a bunching of the suture, most likely caused by the break due to excessive force. No damage was observed on the other sutures or the button. Functional testing involved moving the sutures on the button and checking for resistance or sharp edges; no issues were observed. The most likely cause of the reported failure is user error, including the application of excessive force on the shortening suture strands and/or tensioning the strands in a direction misaligned with the bone socket. Directions for use dfu-0147-eo tightrope® devices g. Precautions 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.